Manufacturer narrative:
Per field representative's reply, this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicated from the field representative that lead dislodgement was confirmed via x-ray. The rv lead was explanted. No additional adverse patient effects were reported.